Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specifications. Dhrs (device history review) for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, (B)(6) pharmacy employee, reported that a customer received a "sensor defective" message with the use of the adc freestyle libre sensor. Customer experienced unspecified symptoms of hypoglycemia and subsequently lost consciousness. Emergency medical services were called and provided an unspecified oral medication to "rise her blood glucose" for treatment. There was no report of death or permanent injury associated with this event.